Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas the reported events could not be conclusively established through this evaluation. The account reported that the pump was exchanged on (B)(6)2018 due to continued low flow/clot and returned to abbott, however, we have no record of the patient¿s previous pump. The serial number of the product was not reported and was not able to be determined during the investigation. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system and outlines indications of pump thrombosis as well as how to respond to such events. The IFU explains that pump flow is estimated from the pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The low flow alarm is triggered when the flow is less than 2.5 lpm. Furthermore, the IFU describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file to this event.

Manufacturer narrative:
Implant date was requested but not provided. Approximate age of device- unknown. Device lost in transit. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Lost in transit.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on an unknown date. It was reported that a pump was exchanged on (B)(6) 2018 due to continued low flows/clot. No clot was visualized.